Event description:
It was reported that the patient had previously had a coloplast device implanted. A revision surgery was scheduled at which time the cylinders were being replaced with bsc ipp cylinders. The first pair of bsc ipp cylinders were not used due to a measurement error. Another pair of cylinders were used to complete the surgery. There is no indication of a device malfunction or issue with the bsc ipp device. Additional information received clarified that the patient previously had a bsc inflatable penile prosthesis (ipp) device implanted. The cylinders of the ipp device were explanted due to pain. When implanting the new ipp device one pair of ipp cylinders were not used due to a measurement error. Another pair of cylinders were used to complete the surgery. There were no further patient complications for this case. Further additional information received states the pain was in the "glans penis." No other treatments or interventions were tried to address the pain. The physician does not believe that the device caused or contributed to the pain. The patient was doing well following the surgery.

Manufacturer narrative:
Device evaluation: the ams700 ipp cylinders were visually inspected and functionally tested. The rear tip of cylinder 1 was cut. A leak was identified near the proximal end of the cylinder body in cylinder 2 consistent with sharp instrument damage. Based on the event details, it is likely this occurred accidentally during the procedure and is therefore not a device malfunction. Product analysis is unable to confirm the reported events nor a device malfunction associated with the allegations.

Event description:
It was reported that the patient had previously had a coloplast device implanted. A revision surgery was scheduled at which time the cylinders were being replaced with bsc ipp cylinders. The first pair of bsc ipp cylinders were not used due to a measurement error. Another pair of cylinders were used to complete the surgery. There is no indication of a device malfunction or issue with the bsc ipp device. Additional information received clarified that the patient previously had a bsc inflatable penile prosthesis (ipp) device implanted. The cylinders of the ipp device were explanted due to pain. When implanting the new ipp device one pair of ipp cylinders were not used due to a measurement error. Another pair of cylinders were used to complete the surgery. There were no further patient complications for this case. Further additional information received states the pain was in the "glans penis." No other treatments or interventions were tried to address the pain. The physician does not believe that the device caused or contributed to the pain. The patient was doing well following the surgery.